Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. There was no reported adverse impact to the customer's blood glucose level. During a follow-up, it was reported the customer loaded a new cartridge and received an accurate fill estimate. Reportedly, the customer reverted to an alternate pump for insulin therapy.